Manufacturer narrative:
The event date was approximated to (B)(6) 2019, the date the complaint was first reported to bsc, as no event date was reported. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed. According to the complainant, during preparation when opening the package, the device was noticed to be broken. Reportedly, this happens frequently. The failure mode is unclear and boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The event description may suggest that the carrier broke/detached.